Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Complaint tracking and trending for architect tsh, list number 07k62, was reviewed. No adverse trends were identified. Assessment of the complaint detail and medications which the patient was being administered indicates that the architect tsh results were affected by interference due to limas, lithium carbonate. Data reviewed concluded that the architect tsh assay is currently meeting its safety, effectiveness, and label claims.

Event description:
The customer inquired regarding an architect tsh result of 0.035 miu/ml for a patient that tested at 1.81 miu/ml at another facility using the architect tsh assay. The customer stated that the result of 0.035 miu/ml was lower than expected. No impact to patient management was reported.